Event description:
It was reported that upon receiving the fogarty catheter it was noted that the long shipping tube was snapped in half and that the catheter was exposed. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter was received bent inside a bent shipping tube without the outer packaging. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The tube is bent 28cm proximal of the distal end of the gray shipping tube. There are stress marks on the shipping tube at the bend location. The damaged to the tube appears to have occurred during shipping to the customer. There was no other damage observed. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.